Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had an ¿irregularity/particle on balloon (malformed bladder)¿. This was noted after the device was compounded with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date -- (B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted striated marks on the outer surface of the bladder. The marks were not in the fluid path. The marks were identified to be an antioxidant via ftir spectroscopy. This antioxidant is an integral part of the bladder rubber formula. This condition is considered a cosmetic issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.